Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) had a deployment jam. There was no reported patient injury. The mynxgrip was intended to be used following an interventional peripheral procedure. The deployer was certified on the use of the mynx. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5mm in diameter. The sheath used in conjunction with the mynx was a non-cordis device. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The user shuttled down completely and had no significant resistance shuttling down. There was no unusual force applied when retracting the sheath and the advancer tube was engaged and visible. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with manual compression, held for thirty minutes. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device was not returned for analysis as it was discarded by the site. A product history record (phr) review of lot f1714302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant device deployment jam¿ could not be confirmed since the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported since the customer stated that there was no significant resistance during the shuttle down step or unusual force applied during retraction. However, it could be attributed to a premature swelling of the hydrogel sealant or damages in the procedural sheath (even though the customer reported that there was no visible damage in the distal end of the sheath after removal). According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1714302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) would not move. There was no reported patient injury. The mynxgrip was intended to be used following an interventional peripheral procedure. The deployer was certified on the use of the mynx. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynx was a non-cordis device. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The user shuttled down completely and had no significant resistance shuttling down. There was no unusual force applied when retracting the sheath and the advancer tube was engaged and visible. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with manual compression, held for thirty minutes. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned as it was discarded by the site.